Event description:
Caller reported a malfunction on the pump, which displayed a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. Caller was informed to continue using the pump and to contact technical support again if any malfunction code reappears. Caller acknowledged the instructions.